Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and backup operation was noted on programmer printouts. The cause of the bvvi was due to a parity issue, the cause of which could not be determined.

Event description:
It was reported that during device preparation, the ICD was found to be in backup bvvi mode. The device was not used.